Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 122 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. Customer was unable to complete troubleshooting at the time of the call. The customer stated they would change out their tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.